Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the left cylinder connecting tube was identified. The cause of the crack was not detailed by the hospital. Only the pump was removed and replaced. There were no patient complications reported.